Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not deliver appropriate therapy during a patient arrythmia. During the follow-up, it was found that the device would not communicate with a programmer.